Event description:
Reporter stated that user from facility reported that a final container was very overfilled. The 2l bag looked as if it were about to burst, yet it was programmed to contain 1000ml. The readings on the volume delivered displays and total volume indiacted the bag had received 1000ml. The user was unable to calibrate the unit at that point. The bag was discarded so there was no pt involvement. The user was advised not to use the unit, which was swapped out. 1/6/96.